Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The de fe guide part of the lateral nasal wall osteotome got broken and fell into the surgery site during a surgery. During removal, the nasal bone collapsed. The broken part was eventually removed.